Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture (baker grade iii)." Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on anterior, and white particles on the shell. A microscopic analysis was performed which identified: two striated openings on anterior. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage.